Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an incoming inspection member found debris in the sterile package. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The debris was sent for ftir analysis. The ftir spectrum of the debris is consistent with the ftir spectrum of biological material which could potentially be wool in nature as the physical appearance of the submitted debris resembled a clothing fiber. DHR was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the product when it left zimmer biomet was non-conforming. The root cause of the reported event is the operator not following instructions during the manufacturing process. This product falls within the scope of a CAPA investigation that is reviewing the debris & hair in sterile packaging issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.